Manufacturer narrative:
Article citation: murphy, jerome v., richard torkelson, irene dowler, and stephen simon. "Vagal nerve stimulation in refractory epilepsy." Arch pediatr adolesc med 157 (2003): 560-64. Print.

Event description:
It was reported in a scientific article that a vns pt experienced a 150% increase in the number of seizures which nevertheless remarkably improved in well-being, as the seizures were very brief and not associated with injury or postictal lethargy. Good faith attempts to obtain additional info have been unsuccessful to date.